Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 43 mg/dl. Customer stated that they do not think low blood glucose was from insulin pump, believed this was from adjustments. Customer treated with sugar water and glucose tablets. Customer declined troubleshooting. The insulin pump will not be returned for analysis.